Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device does not work in battery mode. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse), evaluated the device on site. And confirmed, the issue. It was determined, that this was a malfunction of the battery. The customer ordered the battery to resolve the issue. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips, the device does not work in battery mode. As battery is damaged. There was no patient involvement.